Event description:
Follow up information received reported that, to the best of the manufacturer¿s representative¿s knowledge, the patient was doing ok and had the stimulation turned on. Further follow up information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation around the site of their implantable neurostimulator (ins) and pain that shot down their right leg. Specifically, the patient was putting on a coat and experienced the shocking around the area of the implant that also radiated down their right leg. It was also reported that the area around the device continued to ¿feel hot¿ when it was turned on. Impedance testing was performed and was within normal range. X-rays were to be performed to determine of the lead component had become loose from the header block of the ins. There were no reported complications associated with the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Follow up information received 7 days later, reported that no x-ray results were available as of yet and the cause of the shocking had not been determined. No further troubleshooting or actions had been taken. The patient was reported as receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).